Event description:
After implantation of the 3.5 x 12 bioresorbable vascular device into the middle left anterior descending artery, the physician mentioned that the delivery system balloon deflated a bit slower than it should for a 12 mm length scaffold. The physician had to wait for a few more seconds until the implant "let the balloon go" without any further difficulties or complications. There was no clinically significant delay in the procedure reported. No medication was given to the patient and there was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is discarded. A follow-up report will be submitted with all additional relevant information. Though the bioresorbable vascular scaffold system is not approved for sale in the united states, it uses a delivery system which is similar to a device sold in the united states.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.